Event description:
It was reported that the patient experienced significant blood glucose fluctuations while wearing the pod between 36 to 48 hours, including hypoglycemic events with blood glucose levels dropping below 54 mg/dl and hyperglycemia with blood glucose levels rising above 600 mg/dl. The patient reported that the pod adhesive loosened, causing displacement of the cannula, which was described as a poking sensation at the infusion site (abdomen). Upon removal of the pod, the cannula was found to be bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s901usqs9gzb4. Hardware: sm-s901u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.